Event description:
It was reported that while using a surgical fiber during a prostate procedure, an error code 171 was received and the case stopped. Patient under anesthesia; outcome "ok", there was no injury reported.